Event description:
It was reported that the cuff on a size 8dct device leaked during surgical procedure. The information received indicated there was no reported patient injury and/or change in therapy. The involved device was not available for return. Review of the device history records for the reported lot number indicated all product was 100% tested and accepted, including inflation integrity, prior to release.